Event description:
The device was implanted within the left subclavian, on 1/6/97, for infusion of navelbine to treat metastatic lung carcinoma. The pt was discharged to home. On 3/6/97, the facility nurse contacted a MFR nurse and reported that, on 1/21/97, the pt was seen at the facility with tenderness over her device tunnel site and a half inch wide tract of focal erythema extending from the hub of the device to justs the left subclavian region. The actual tissue over the device was normal in appearance. Tract was tender. The device has broad band of erythema directly under the tract, extending from hub to subclavian but overlying tissue at the actual device is normal. No pus can be extruded. Quite tender to palpation. Impression ruled out tunnel infection at device site. Pt had one dose of navelbine without any clinical suspicion of any infiltration. The facility plans to keep the pt on antibiotics and will use fotax and vancomycin with peak and trough levels monitored and fluids at maintenance rate. They anticipate the need to consider surgery for device removal and cannot rule out extravasation, but may clear up antibiotics.